Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Last name unknown / not provided. Peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient presented with peri-implantitis the implant was implant was removed and area grafted. Patient had pain with biting 4 months after restoration along with swelling, bone loss and fistula.

Event description:
It was reported that the patient presented with swelling, infection and some bone loss on (B)(6) 2019. The infection seemed to have cleared and did not hear from pt. For a year. On (B)(6) 2020 pt. Presented again with persistent erythema and bone loss - implant was removed (B)(6) 2020. Based on feedback from staff clinician, the event in most likely one continuous event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).